Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("left essure micro-insert had perforated fallopian tube and was resting on the outside of her colon"), device dislocation ("left essure micro-insert had perforated fallopian tube and was resting on the outside of her colon"), device breakage ("essure coil: fragments of metallic coil device"), caesarean section ("cesarean section"), premature baby ("pre term birth (36 weeks)") and pregnancy with contraceptive device ("7 weeks pregnant / pregnancy with complications") in a 33-year-old female patient (gravida 2, para 1) who had essure (batch no. A73761 / b34505) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective / failure to occlude fallopian tube" and device monitoring procedure not performed "essure confirmation test not performed". The patient's past medical history included gravida I, parity 1 ( (B)(6) 2009, pre term birth (37 weeks), knot in umbilical cord) and automobile accident. Previously administered products included for birth control: orthotricyclen from 2009 to (B)(6) 2013. Concurrent conditions included constipation, genital bleeding, blood pressure increased, gestational diabetes mellitus, placenta previa and vaginitis. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient started antibiotic simplex at an unspecified dose and frequency. On (B)(6) 2014, the patient experienced nausea ("nausea"). On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), dysmenorrhoea ("abnormally severe menstrual pain / cramping"), fatigue ("chronic fatigue") and weight increased ("weight gain"). In (B)(6) 2015, the patient experienced cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower and caesarean section (seriousness criterion medically significant). On (B)(6) 2015, the patient underwent fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower and caesarean section (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), premature baby (seriousness criterion medically significant), back pain ("lower back pain"), headache ("worsening of her headaches"), weight fluctuation ("weight gain / loss") and flank pain ("left flank pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with oxycocet (percocet), ibuprofen, surgery (salpingectomy on (B)(6) 2015), surgery (essure removed) and surgery (cesarean section). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device dislocation, pregnancy with contraceptive device, dysmenorrhoea, back pain, headache, fatigue, weight fluctuation and flank pain was resolving and the device breakage, caesarean section, premature baby, cystitis, urinary tract infection, vaginal infection, nausea and weight increased outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter provided no causality assessment for device breakage with essure. The reporter considered back pain, caesarean section, cystitis, device dislocation, dysmenorrhoea, fallopian tube perforation, fatigue, flank pain, headache, nausea, pregnancy with contraceptive device, premature baby, urinary tract infection, vaginal infection, weight fluctuation and weight increased to be related to essure. The reporter commented: in light of her pain, patient was worried that she might be experiencing an ectopic pregnancy, prompting her to seek treatment in the emergency room. Consequently, once her son was safely delivered, doctor had to call a general surgeon to the operating room to assist him with the removal of fallopian tubes, as well as the essure micro-inserts. Since her removal surgery, patient's symptoms have mostly resolved, though some remain. As per medical record, on (B)(6) 2013, she had complication, essure was not able to thread the first time 2/2 bent tip. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Pregnancy test: in (B)(6) 2014: positive. Ultrasound scan - on an unknown date: she was approximately 7 weeks pregnant. Urine analysis - on an unknown date: she was approximately 7 weeks pregnant. On (B)(6) 2013, physical examination: abdominal examination: abdomen nontender to palpation uterus: nontender to palpation, normal. Adnexa: no tenderness, no masses present. On (B)(6) 2015, ultrasound: imaging reveals viable singleton intrauterine pregnancy in breech presentation. Good fetal movements noted. Fetal biometry consistent with stated gestation age with adequate fetal growth. No obvious anatomical abnormalities noted. Amniotic fluid adequate. Placenta posterior and low lying/marginal placenta previa. Left adnexa shows no clear evidence of opacity or echogenicity and no increased vascularity. No evidence of free fluid in abdomen or pelvis. Transvaginal ultrasound shows cervical length of 3.8 cm with no evidence of funneling and again marginal placental previa was seen. On (B)(6) 2015, surgical pathology, final pathologic diagnosis: right fallopian tube segment. Left fallopian tube segment. Essure coil: fragments of metallic coil device (gross diagnosis) and fragments of benign fibroadipose tissue with focal fibroplasias. Gross description: specimen c labeled ¿essure coil.¿ it consists of multiple metallic coils ranging from 0.7 to 1.5 cm in length x 0.2 cm in diameter. There is also a small amount of associated fibroadipose tissue, 1.5 cm in greatest aggregate. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: device breakage and also confirmed event abdominal pain lower, pelvic pain. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 4-jun-2018: pfs received - new event "weight gain" was added. Treatment medication were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("left essure micro-insert had perforated fallopian tube and was resting on the outside of her colon"), device dislocation ("left essure micro-insert had perforated fallopian tube and was resting on the outside of her colon"), caesarean section ("cesarean section"), premature delivery ("pre term birth (36 weeks)") and pregnancy with contraceptive device ("7 weeks pregnant / pregnancy with complications") in a 34-year-old female patient (gravida 2, para 1) who had essure (batch no. A73761 / b34505) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective / failure to occlude fallopian tube" and device monitoring procedure not performed "essure confirmation test not performed". The patient's past medical history included gravida I and parity 1 ((B)(6) 2009, pre term birth (37 weeks), knot in umbilical cord). Previously administered products included for birth control: orthotricyclen from 2009 to 6-sep-2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower and caesarean section (seriousness criterion medically significant). On (B)(6) 2015, the patient underwent fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower and caesarean section (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), premature delivery (seriousness criterion medically significant), dysmenorrhoea ("abnormally severe menstrual pain / cramping"), back pain ("lower back pain"), headache ("worsening of her headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight gain / loss"), flank pain ("left flank pain"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and nausea ("nausea"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (salpingectomy on (B)(6) 2015), surgery (essure device removed) and surgery (cesarean section). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device dislocation, pregnancy with contraceptive device, dysmenorrhoea, back pain, headache, fatigue, weight fluctuation and flank pain was resolving and the caesarean section, premature delivery, cystitis, urinary tract infection, vaginal infection and nausea outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered back pain, caesarean section, cystitis, device dislocation, dysmenorrhoea, fallopian tube perforation, fatigue, flank pain, headache, nausea, pregnancy with contraceptive device, premature delivery, urinary tract infection, vaginal infection and weight fluctuation to be related to essure. The reporter commented: in light of her pain, patient was worried that she might be experiencing an ectopic pregnancy, prompting her to seek treatment in the emergency room. Consequently, once her son was safely delivered, doctor had to call a general surgeon to the operating room to assist him with the removal of fallopian tubes, as well as the essure micro-inserts. Since her removal surgery, patient's symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Pregnancy test - in (B)(6) 2014: positive. Ultrasound scan - on an unknown date: she was approximately 7 weeks pregnant. Urine analysis - on an unknown date: she was approximately 7 weeks pregnant. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 28-feb-2018: consumer date of birth, height, weight, historical condition added. Essure lot number and stop date added. Events bladder infection, urinary tract infection, vaginal infection, nausea, failure to occlude fallopian tube, weight gain / loss, pre term delivery (36 weeks), cesarean section and essure confirmation test not performed added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("left essure micro-insert had perforated fallopian tube and was resting on the outside of her colon"), device dislocation ("left essure micro-insert had perforated fallopian tube and was resting on the outside of her colon"), device breakage ("essure coil: fragments of metallic coil device"), caesarean section ("cesarean section"), premature baby ("pre term birth (36 weeks)") and pregnancy with contraceptive device ("7 weeks pregnant / pregnancy with complications") in a 33-year-old female patient (gravida 2, para 1) who had essure (batch no. A73761 / b34505) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective / failure to occlude fallopian tube" and device monitoring procedure not performed "essure confirmation test not performed". The patient's past medical history included gravida I, parity 1 ((B)(6) 2009, pre term birth (37 weeks), knot in umbilical cord) and automobile accident. Previously administered products included for birth control: orthotricyclen from 2009 to 6-sep-2013. Concurrent conditions included constipation, genital bleeding, blood pressure increased, gestational diabetes mellitus, placenta previa and vaginitis. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced nausea ("nausea"). On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), dysmenorrhoea ("abnormally severe menstrual pain / cramping"), fatigue ("chronic fatigue") and weight increased ("weight gain"). In february 2015, the patient experienced cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower and caesarean section (seriousness criterion medically significant). On (B)(6) 2015, the patient underwent fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower and caesarean section (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), premature baby (seriousness criterion medically significant), back pain ("lower back pain"), headache ("worsening of her headaches"), weight fluctuation ("weight gain / loss") and flank pain ("left flank pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with oxycocet (percocet), ibuprofen, antibiotic simplex, surgery (salpingectomy on (B)(6) 2015), surgery (essure device removed), surgery (essure removed) and surgery (cesarean section). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device dislocation, pregnancy with contraceptive device, dysmenorrhoea, back pain, headache, fatigue, weight fluctuation and flank pain was resolving and the device breakage, caesarean section, premature baby, cystitis, urinary tract infection, vaginal infection, nausea and weight increased outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter provided no causality assessment for device breakage with essure. The reporter considered back pain, caesarean section, cystitis, device dislocation, dysmenorrhoea, fallopian tube perforation, fatigue, flank pain, headache, nausea, pregnancy with contraceptive device, premature baby, urinary tract infection, vaginal infection, weight fluctuation and weight increased to be related to essure. The reporter commented: in light of her pain, patient was worried that she might be experiencing an ectopic pregnancy, prompting her to seek treatment in the emergency room. Consequently, once her son was safely delivered, doctor had to call a general surgeon to the operating room to assist him with the removal of fallopian tubes, as well as the essure micro-inserts. Since her removal surgery, patient's symptoms have mostly resolved, though some remain. As per medical record, on (B)(6) 2013, she had complication, essure was not able to thread the first time 2/2 bent tip. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Pregnancy test - in november 2014: positive. Ultrasound scan - on an unknown date: she was approximately 7 weeks pregnant urine analysis - on an unknown date: she was approximately 7 weeks pregnant on (B)(6) 2013, physical examination: abdominal examination: abdomen nontender to palpation uterus: nontender to palpation, normal. Adnexa: no tenderness, no masses present. On (B)(6) 2015, ultrasound: imaging reveals viable singleton intrauterine pregnancy in breech presentation. Good fetal movements noted. Fetal biometry consistent with stated gestation age with adequate fetal growth. No obvious anatomical abnormalities noted. Amniotic fluid adequate. Placenta posterior and low lying/marginal placenta previa. Left adnexa shows no clear evidence of opacity or echogenicity and no increased vascularity. No evidence of free fluid in abdomen or pelvis. Transvaginal ultrasound shows cervical length of 3.8 cm with no evidence of funneling and again marginal placental previa was seen. On (B)(6) 2015, surgical pathology, final pathologic diagnosis: a. Right fallopian tube segment. B. Left fallopian tube segment. C. Essure coil: fragments of metallic coil device (gross diagnosis) and fragments of benign fibroadipose tissue with focal fibroplasias. Gross description: specimen c labeled ¿essure coil.¿ it consists of multiple metallic coils ranging from 0.7 to 1.5 cm in length x 0.2 cm in diameter. There is also a small amount of associated fibroadipose tissue, 1.5 cm in greatest aggregate. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: device breakage and also confirmed event abdominal pain lower, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 1-aug-2018: quality-safety evaluation of product technical problem update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("left essure micro-insert had perforated fallopian tube and was resting on the outside of her colon"), device dislocation ("left essure micro-insert had perforated fallopian tube and was resting on the outside of her colon"), device breakage ("essure coil: fragments of metallic coil device"), caesarean section ("cesarean section"), premature baby ("pre term birth (36 weeks)") and pregnancy with contraceptive device ("7 weeks pregnant / pregnancy with complications") in a 34-year-old female patient (gravida 2, para 1) who had essure (batch no. A73761 / b34505) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective / failure to occlude fallopian tube" and device monitoring procedure not performed "essure confirmation test not performed". The patient's past medical history included gravida I, parity 1 ((B)(6) 2009, pre term birth (37 weeks), knot in umbilical cord) and automobile accident. Previously administered products included for birth control: orthotricyclen from 2009 to (B)(6) 2013. Concurrent conditions included constipation, genital bleeding, blood pressure increased, gestational diabetes mellitus and placenta previa. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower and caesarean section (seriousness criterion medically significant). On (B)(6) 2015, the patient underwent fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower and caesarean section (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), premature baby (seriousness criterion medically significant), dysmenorrhoea ("abnormally severe menstrual pain / cramping"), back pain ("lower back pain"), headache ("worsening of her headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight gain / loss"), flank pain ("left flank pain"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and nausea ("nausea"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with oxycocet (percocet), surgery (salpingectomy on (B)(6) 2015), surgery (essure device removed), surgery (essure removed) and surgery (cesarean section). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device dislocation, pregnancy with contraceptive device, dysmenorrhoea, back pain, headache, fatigue, weight fluctuation and flank pain was resolving and the device breakage, caesarean section, premature baby, cystitis, urinary tract infection, vaginal infection and nausea outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter provided no causality assessment for device breakage with essure. The reporter considered back pain, caesarean section, cystitis, device dislocation, dysmenorrhoea, fallopian tube perforation, fatigue, flank pain, headache, nausea, pregnancy with contraceptive device, premature baby, urinary tract infection, vaginal infection and weight fluctuation to be related to essure. The reporter commented: in light of her pain, patient was worried that she might be experiencing an ectopic pregnancy, prompting her to seek treatment in the emergency room. Consequently, once her son was safely delivered, doctor had to call a general surgeon to the operating room to assist him with the removal of fallopian tubes, as well as the essure micro-inserts. Since her removal surgery, patient's symptoms have mostly resolved, though some remain. As per medical record, on (B)(6) 2013, she had complication, essure was not able to thread the first time 2/2 bent tip. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Pregnancy test - in (B)(6) 2014: positive. Ultrasound scan - on an unknown date: she was approximately 7 weeks pregnant. Urine analysis - on an unknown date: she was approximately 7 weeks pregnant. On (B)(6) 2013, physical examination: abdominal examination: abdomen nontender to palpation. Uterus: nontender to palpation, normal. Adnexa: no tenderness, no masses present. On (B)(6) 2015, ultrasound: imaging reveals viable singleton intrauterine pregnancy in breech presentation. Good fetal movements noted. Fetal biometry consistent with stated gestation age with adequate fetal growth. No obvious anatomical abnormalities noted. Amniotic fluid adequate. Placenta posterior and low lying/marginal placenta previa. Left adnexa shows no clear evidence of opacity or echogenicity and no increased vascularity. No evidence of free fluid in abdomen or pelvis. Transvaginal ultrasound shows cervical length of 3.8 cm with no evidence of funneling and again marginal placental previa was seen. On (B)(6) 2015, surgical pathology, final pathologic diagnosis: right fallopian tube segment. Left fallopian tube segment. Essure coil: fragments of metallic coil device (gross diagnosis) and fragments of benign fibroadipose tissue with focal fibroplasias. Gross description: specimen c labeled ¿essure coil.¿ it consists of multiple metallic coils ranging from 0.7 to 1.5 cm in length x 0.2 cm in diameter. There is also a small amount of associated fibroadipose tissue, 1.5 cm in greatest aggregate. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: device breakage and also confirmed event abdominal pain lower, pelvic pain. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 13-mar-2018: medical record received. New reporters added and case updated to medically confirm. Plaintiff¿s historical condition and concomitant diseases added. Event essure coil: fragments of metallic coil device was added. Lab data added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("left essure micro-insert had perforated fallopian tube and was resting on the outside of her colon"), device dislocation ("left essure micro-insert had perforated fallopian tube and was resting on the outside of her colon") and pregnancy with contraceptive device ("(B)(6) pregnant") in a female patient (para 1) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), back pain ("lower back pain"), headache ("worsening of her headaches"), fatigue ("chronic fatigue"), weight increased ("weight gain") and flank pain ("left flank pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (essure device removed), surgery (essure device removed) and surgery (cesarean section). Essure was removed. At the time of the report, the fallopian tube perforation, device dislocation, pregnancy with contraceptive device, dysmenorrhoea, back pain, headache, fatigue, weight increased and flank pain was resolving. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered back pain, device dislocation, dysmenorrhoea, fallopian tube perforation, fatigue, flank pain, headache, pregnancy with contraceptive device and weight increased to be related to essure. The reporter commented: in light of her pain, patient was worried that she might be experiencing an ectopic pregnancy, prompting her to seek treatment in the emergency room. Consequently, once her son was safely delivered, doctor had to call a general surgeon to the operating room to assist him with the removal of fallopian tubes, as well as the essure micro-inserts. Since her removal surgery, patient's symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - in (B)(6) 2014: positive; ultrasound scan - on an unknown date: she was approximately (B)(6) weeks pregnant urine analysis - on an unknown date: she was approximately (B)(6) weeks pregnant incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.